Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed a damaged (detached) catheter sheath. A damage was observed on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter stuck in stent occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distally left circumflex artery. An opticross¿ imaging catheter was selected for use. After performing plain old balloon angioplasty (poba), a 2.25x28 non-bsc stent was then implanted. The physician then inserted the opticross¿ imaging catheter to perform intravascular ultrasound system (ivus). Following confirmation, the physician tried to withdraw the opticross¿ imaging catheter; however, the opticross¿ was stuck in the implanted 2.25x28 non-bsc stent. The physician inserted a non-bsc balloon catheter to expand the implanted non-bsc stent and took advantage of another non-bsc device to successfully removed the opticross¿ imaging catheter from being stuck. Moreover, another 2.25x18 non-bsc stent was then deployed in the proximal left circumflex to distal left circumflex peripheral blood vessels. The procedure was completed with another non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an imaging catheter stuck in stent occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distally left circumflex artery. An opticross" imaging catheter was selected for use. After performing plain old balloon angioplasty (poba), a 2.25x28 non-bsc stent was then implanted. The physician then inserted the opticross" imaging catheter to perform intravascular ultrasound system (ivus). Following confirmation, the physician tried to withdraw the opticross" imaging catheter; however, the opticross" was stuck in the implanted 2.25x28 non-bsc stent. The physician inserted a non-bsc balloon catheter to expand the implanted non-bsc stent and took advantage of another non-bsc device to successfully removed the opticross" imaging catheter from being stuck. Moreover, another 2.25x18 non-bsc stent was then deployed in the proximal left circumflex to distal left circumflex peripheral blood vessels. The procedure was completed with another non-bsc device. No patient complications were reported and the patient's status is good.